Event description:
It was reported that the patient presented to the emergency room (ER) after hearing the alert tone. The lead impedance indicated that the impedance was high and increasing over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing the alert tone. The lead impedance indicated that the impedance was high and increasing over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. However, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.